Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2025.

Event description:
It was reported that the patient experienced a loss of stimulation and the implantable pulse generator was not taking a charge after a fall. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.